Event description:
The manufacturer's representative reported that the patient again experienced increased tone and in 2006, xrays showed catheter was broken. The pump contained lioresal, unknown concentration and daily dose. The pump was filled with lioresal 500 mcg/ml following the revisions. Revision was performed one week later; broken portion (length unknown) remains in the intrathecal space. The patient has not noted any symptoms relative to the retained fragment and is reported to be "recovering well."